Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Device evaluation: the reported condition was not confirmed. The assignable cause could not be determined at this time.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which there was a no flow at position five. The event occurred before patient infusion. The device was filled with gabapentin. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.